Event description:
It was reported that the pt had a loss of therapeutic effect. The lead impedance measurements were greater than 4,000 ohms on some of the bipolar pairs and all combinations with the #2 electrode. The company representative confirmed that the pt had a return of symptoms and her device would shock her when the #2 electrode was used. The device was reprogrammed away from the #2 electrode and then an impedance test was run. The pt was able to feel the same stimulation as before she had problems with her device. The pt recovered without sequela.